Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A medwatch report was received that states, "physician was placing peg tube endoscopically and the tube broke in half while it was being pulled through. The tube was lodged in the patient's esophagus and had to be retrieved using the endoscope and forceps. No injury to patient." Additional information has been requested but not yet received.